Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than and hour, upon initial activation the cannula had not deployed. The patients reported blood glucose level after removal of the pod was 209 mg/dl.

Manufacturer narrative:
The pod was received with cannula not deployed. The download data revealed that the pod was in pod state 14, indicating that the user did not complete the pod activation within the specified period after it was filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.